Manufacturer narrative:
The troponin t reagent lot number is 92446501, with an expiration date of 30-apr-2027. The customer stated there were no alarms surrounding the event. The field service engineer identified an issue with the pipettor assembly and resolved it. The analyzer was working within specifications after the service actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 stat on a cobas e 411 analyzer. No questionable results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 16 ng/l. The result was not consistent with the patient's previous results, so the sample was repeated. The repeat result was 65 ng/l. The repeat value was deemed correct.